Event description:
Hcp reports pump implanted without problems. After a couple hours, pt got a "phenomenon of abstinence." A bolus was given without any change in pt status. An x-ray of the catheter was performed which showed a leakage "between pump and connection piece of the catheter." The pump then started to beep which showed a pump memory error. Interrogation of the pump with the n'vision was performed without avail for reprogramming. Then the 8820 programmer was successfully tried. The next morning, the pt's health had worsened. The pump was checked again with the n'vision and printed out the message that the pump had been shut off for 37 hours, 1/2 hour after the successful intervention the evening prior. Reinitialization with n'vision failed. Attempted interrogation with the 8820 programmer failed. The pump was explanted and returned to the MFR for analysis. A new pump was implanted and the pt was doing well.